Event description:
It was reported that the ventilator malfunctioned while it was connected to a patient. The ventilator was replaced with another one. There was no patient harm. (B)(4).

Manufacturer narrative:
The hospital biomed found that the nozzle unit inside the air gas module had a broke feather spring. The nozzle unit has been requested for investigation, but not yet returned. A supplemental MDR report will be sent when the investigation is completed.